Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a patient who was receiving clonidine (unknown dose and concentration) and morphine (concentration 40 mg/ml, dose 6 something/day) via an implantable pump for non malignant pain and failed back surgery syndrome. In 2016 the patients pump went empty, a doctor checked the pump and said it was empty and for some unknown reason told patient he did not want to see patient anymore, patient was discharged and could not get the pump replaced, the doctor could not prescribe patient anything for pain and redirected patient to family physician for pain control needs. The doctor then got 30mg of morphine for patient to take until patient could get pump replaced, patient had enough oral medication left over to hold patient until he could get pump refilled. The pump went dead due to end of service in (B)(6) 2017 and keeps alarming for a year because it is empty and because of end of service. When patient first got the pump he was able to do things and go fishing and now all he can do is sit at home and wait for health care professionals appointments and patient was crying during the call. About 2 weeks ago (also reported as (B)(6)), patient saw a doctor who prescribed him about 2 weeks worth of pills, (1 tablet by mouth every 8 hours percosset 5/325), patient was actually taking 2-3 pills per day to calm down the pain needs and it was a one time refill situation only for the oral pills. On (B)(6) patient went to the emergency room and they gave him a shot of morphine but would not give him any oral pills. The patient was having problems finding a doctor to replace the pump. Patient was redirected to the doctor to inquire on paging a company representative to silence the pump alarm since it was empty and had end of service

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.